Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: always confirm that the decimal point placement is correct when entering bolus information. Incorrect decimal point placement can prevent you from getting the proper amount of insulin that your healthcare provider has prescribed for you. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Reportedly, the customer inadvertently entered the incorrect values into the bolus delivery menu. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.